Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lapg procedure. During the stomach resection, the firing was stopped on the halfway and the knife returned on its own. The surgeon cut the leftover buttress material. The case was completed using a new handle. No patient injury.